Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat pelvic organ prolapse and stress urinary incontinence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03956 and 2210968-2012-03957. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence, prolapsed bladder cystocele and rectocele. The patient experienced vaginal pain, recurrence of incontinence, painful sexual incontinence, feeling of mesh protruding and bleeding, vaginal scarring painful sexual intercourse, erosion of mesh, mesh protruding outside vagina, spasms in legs, and vaginal and lower abdominal pain. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. Additional narrative: it was reported that the patient underwent revision of anterior repair on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/9/2020. (B)(4). Additional narrative: it was reported that patient underwent excision of mesh on (B)(6) 2011 due to labial hypertrophy and perineal descent.